Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit shuts down and the unit alarm is not functional. The key failure is the sieve beds are leaking which corresponds to the unit shutting down listed as the reason for repair on the irs. The additional malfunction listed as the power switch short circuited corresponds to the unit alarms not functional and is the basis for this report.